Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that during a defibrillator change out, the existing right ventricular lead (competitor) pace-sense portion "came apart" in the connector after unscrewing the setscrew. The defibrillator was removed and replaced. No patient complications have been reported as a result of this event.